Event description:
The hcp reported a patient was diagnosed with a intraspinal mass in 2008 using an MRI imaging study. The patient had been experiencing a recent increase in baseline pain level, new sensory complaints or paresthesias at the t8- t12 level, bowel/bladder incontinence and weakness of the lower extremities. The drug used in the pump is morphine 50 mg/ml at a dose of 19.8 mg/day. Four days later, the patient underwent surgical exploration of the mass site. The operative findings indicated the tip of the catheter was anterior to the spinal cord. The tip was unable to be removed without further damage to the spinal cord. The mass sac was opened and decompression of the spinal cord was achieved. Cultures were taken but as of 2008 were negative for any growth. The patient was scheduled for a follow up MRI later in the month.

Manufacturer narrative:
.